Manufacturer narrative:
(B)(4). Date of event: unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. The visual inspection couldn't identify any physical damage. Functional test identified the reported condition as two small adjacent leaks producing liquid droplets from the top right corner. Magnified inspection of the leak location identified the leak as two separate but adjacent punctures on the front side of the bag; there was no impression on the backside of the bag which indicated the bag was full when this damage occurred. The manual add port had been used, as evidenced by cannula insertion point. As manual additions to the tpn solution occur after bag filling; it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.